Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. During the routine 45-day follow up, at a non-implanting facility, a mobile, device related thrombus (drt) was noted on the threaded insert of the closure device by an echocardiographer. The drt was removed via angiovac. There was no further information provided at the time of this report.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.